Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report on (B)(6) 2015, patient experienced a loss of connection. Patient was advised to turn wifi off, and uninstall and reinstall the app. No additional event or patient information is available.